Manufacturer narrative:
This device was implanted in the pulmonary position of a pediatric patient, in this case the implantation of the device did not follow the IFU for two reasons: the valve was used in the pulmonary valve location, which qualifies as off-label use because, based on the IFU for mitroflow lxa, indications specify that the mitroflow aortic pericardial heart valve is intended for the replacement of diseased, damaged, or malfunctioning native or prosthetic aortic valves. The warnings and precautions for mitroflow lxa also state the following: clinical experience described in the medical literature suggests that juvenile patients or patients who are undergoing chronic hemodialysis, who have parathyroid disease or impaired calcium metabolism, or who are 55 years of age or less may experience accelerated calcification of bioprosthetic heart valves. The valve was used in a pediatric case and did not follow the stated precautions. Device discarded by hospital.

Event description:
The valve was explanted from the pulmonary position due to an obstruction(calcification) and replaced with a pulmonary homograft. The patient has been discharged.

Manufacturer narrative:
Limited information is known to the manufacturer at present for this event and further information is being requested from the physician. Please note as per mitroflow aortic pericardial heart valve model lx instructions for use , the following is stated: " warnings and precautions clinical experience described in the medical literature suggests that juvenile patients or patients who are undergoing chronic hemodialysis, who have parathyroid disease or impaired calcium metabolism, or who are 55 years of age or less may experience accelerated calcification of bioprosthetic heart valves. The valve was used in a pediatric case and did not follow the stated precautions." Not yet determined if device available.

Event description:
On (B)(6), the manufacturer received notification through patient tracking of a mitroflow lxa21 that was implanted on (B)(6) 2013 and explanted on (B)(6) 2017 for a pediatric patient.